Manufacturer narrative:
Patient code - (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a veterinary cystotomy, the suture knot loose and did not hold, and after three days they found out that the patient had a progressive abdominal swelling and worsening uremia. To resolve the issue they performed a second surgery, after 24-48 hours the uremia was resolved. The patient survived and is now doing well.